Event description:
Shoulder revision surgery of a smr reverse prosthesis performed on (B)(6) 2023, due to infection. The following components were removed and replaced: · smr reverse hp lateralizing liner medium (product code 1362.09.115, lot #2317382 - ster. (B)(6)) - product not sold in the us · smr connector small std (product code 1374.15.310, lot #2307935 - ster. (B)(6)) · smr reverse hp glenosphere 44 mm (product code 1374.50.440, lot #2309274 - ster. (B)(6)) - product not sold in the us a washout was performed. Primary surgery took place on (B)(6) 2023. Patient is a male, 69 years old. It was reported he had a moderate adl because he was requiring some assistance due to pain in shoulder prior to revision surgery. Patient's other shoulder has reverse prosthesis. No additional information is known. Event happened in australia.

Manufacturer narrative:
Checking the sterilization charts of involved lot #s, no pre-existing anomalies were found on the components manufactured with those lot #s. Therefore, all products with those lot #s have been properly sterilized before being placed on the market. Device analysis items involved were not available to be returned to limacorporate for further analysis. X-rays analysis limacorporate received one x-ray referring to pre-operative revision surgery. The x-ray received - date unknown - and a picture of the explanted components have been evaluated by a medical consultant. Following, the medical consultant comments: "the radiographs look unremarkable. As mentioned, the revision is due to infection, one of the main reasons for revision surgery. There is no sign of implant related failure". Considering that: · check of sterilization charts highlighted no anomalies on the components manufactured with the involved lot #s; · according to the medical consultant "the radiographs look unremarkable. As mentioned, the revision is due to infection, one of the main reasons for revision surgery. There is no sign of implant related failure"; we can state that the event was not product related. Pms data according to limacorporate pms data, the revision rate of smr reverse prostheses due to infection is 0.078%. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a final MDR.

Event description:
Shoulder revision surgery of a smr reverse prosthesis performed on (B)(6), 2023, due to infection. The following components were removed and replaced: · smr reverse hp lateralizing liner medium (product code 1362.09.115, lot #2317382 - ster. 2300180). · smr connector small std (product code 1374.15.310, lot #2307935 - ster. 2300115) . · smr reverse hp glenosphere 44 mm (product code 1374.50.440, lot #2309274 - ster. 2300104). A washout was performed. Primary surgery took place on (B)(6), 2023. Patient is a male, 69 years old. It was reported he had a moderate adl because he was requiring some assistance due to pain in shoulder prior to revision surgery. No additional clinical data is available. Event happened in australia.

Manufacturer narrative:
Checking the sterilization charts of involved lot #s, no pre-existing anomalies were found on the components manufactured with those lot #s. We submit a final MDR as soon as the investigation is complete.